Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer stated that the insulin pump had insulin flow block alarm on screen. Customer rewound the insulin pump and tried to prime but nothing came out. Customer took the set out and noticed that nothing was exiting the cannula. Customer declined to troubleshoot and only wanted to report the issue with the infusion set. The device will not be returned for analysis.